Event description:
A surgeon reported that three years following intraocular lens (iol) implant surgery, a patient's lens was noted to have possible glistenings. The "bubbles" seem to be on the posterior capsule. The surgeon performed a yag. The procedure did not get rid of the "bubbles"; glasses did not help; and the patient's vision has not improved. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/13/2009 and 01/16/2009 by phone, fax, and mail. A completed questionnaire has not been received.